Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently died. On the day of the event onset, the patient manifested cloudy effluent and the patient was hospitalized for peritonitis and another unrelated medical condition that same day. The cause of the peritonitis was not reported. On the same day as the event onset, the patient started treatment with intraperitoneal (ip) vancomycin (2 g added to dianeal 1.36%; frequency not reported) and ip ceftazidime (500 mg added to dianeal 1.36%; frequency not reported) for peritonitis. The following day, ip ceftazidime (250 mg added to each 2l pd exchange; frequency not reported) was added for treatment of peritonitis. Five days after the event onset, the patient was checked on by the nurse in the evening and the patient was found deceased. The cause of death was reported as peritonitis and another unrelated medical condition; however, it was not reported if an autopsy was performed. Pd and antibiotic therapy remained ongoing until the time of death. It was further reported that the patient was performing pd therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.